Event description:
Prior to the case, sales representative informed the physician that in-stent restenosis was a contra-indicated use of the device. Procedure was started on a focal mid sfa on the left leg. It was a contralateral approach using a 7fr pinnacle sheath and a 0.014 wire. Made 3 to 4 passes and the device was removed for cleaning. There was residual plaque still in the stent. Device was reinserted and 2 more passes were made. On the third pass, some resistance was felt and the device was turned off. The stent had become dislodged and was pulled into the distal end of the sheath. The patient was feeling pain and pressure dropped. Surgery was performed to extract the stent. Upon reviewing the angiogram, they found that the distal aorta was ruptured. Open procedure was performed to repair the iliac and aorta and the patient was stable and in ICU. The patient expired in 05.